Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt and that three cannulas that were received were bent. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 600 mg/dl at the time of incident. Troubleshooting was done for no delivery but call was disconnected. No further information was given.